Event description:
During the saphenous vein harvesting procedure, four harvesting cannulas were broken. No additional information was provided. The hospital did not report any patient complications. Based on failure analysis results performed in 2003, the toggle was broken on all four harvesting cannulas.